Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer advised they would give themselves a manual shot and declined to troubleshoot for high blood glucose levels. Customer was advised to change out their set in order to determine how much insulin they should give themselves. Customer was advised to go to urgent care or the emergency room. Customer declined and advised their neighbor was with them.